Event description:
Device malfunction: difficult to remove/irregular appearance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove. Counter traction was used to remove the device from the pt's anatomy. Hemostasis was achieved using manual compression. After the device was removed, it was noticed that the locator wings looked abnormal. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(Irregular appearance) - the device is expected to be returned for evaluation. It has not yet been received.